Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date of patient pain is not known. Implant date: date of implant reported as (B)(6) 2017. Explant date: device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to a depuy synthes employee that a patient had a ¿bad break" to his clavicle which was repaired in (B)(6) 2017 using depuy synthes plates and screws. Subsequently, he has experienced ¿unbearable pain every moment¿, ices it constantly and has an appointment to see his doctor about having everything removed. No further information was provided. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).